Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while activating a pod the needle had deployed early while the pod was in the patients hand. The pod was not worn.